Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a pen needle 32gx4mm 14 pack was unable to deliver medication during use. The following was reported by the initial reporter: "during hospitalization, customer purchased 9 boxes of pen needles with 14 needles in each box. On this time, one needle was blocked, and one (1) sample was retained. Humalog injection pen and injection were injected for more than three (3) years, four (4) times a day with eight (8) units each time".